Manufacturer narrative:
H3 other text : remote service provided - quote for replacement battery provided.

Event description:
It was reported to philips the customer requested battery replacement. It was later clarified by the response center that the battery was depleted. The response center provided a quote to the customer for battery replacement. The heartstart mrx remains with the customer.

Event description:
It was reported to philips the device needs a battery replacement. There was no patient involvement.